Event description:
It was reported that the patient was admitted to the hospital with an increase in seizures. The patient's treating physician requested to have the patient's vns checked while he was in the hospital. The generator showed ok battery status and impedance within normal limits. Attempts for additional pertinent information have been unsuccessful to date.